Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. It was reported to csi that the site was retaining the reported device. If the device is returned to csi, an analysis will be performed and a supplemental report will be sent. (B)(4).

Event description:
It was reported to csi via medwatch mw5083148 that during a peripheral atherectomy procedure using a csi diamondback orbital atherectomy device (oad) and viperwire guide wire, a device malfunction occurred. The target lesion was located below the knee in a tibial artery, and was treated with 2-3 passes of the oad. Following the treatment, it was noted that fluid was leaking from the device tubing below the connection to the saline pump. Concern was expressed by the staff that no fluid had been flowing through the device during treatment. Non-csi saline tubing was used in an attempt to correct the leak, although it is unclear if this was successful. Additional information was requested for this event, however the site declined to provide it.